Manufacturer narrative:
The manufacturer is waiting for the arrival of (B)(6) affected administration sets. Zyno medical has sent a quality alert to its contract supplier on (B)(6) 2017 regarding this complaint.

Event description:
The user reported an issue in which "the secondary set is allowing solution to pass when the roller clamp is closed". The user reported that "it seems, and I did witness this, that even when the clamp on the tubing is closed, once the bag has been spiked, the medication (whatever is in the bag) starts dripping. Again, this is occurring even though the roller clamp is closed. All of these incidents, which she said have been with just about every set she has using over the last few weeks, are from lot# 107272-ks. Patient was not directly involved and there were no injuries. Issue was noticed when tubing was connected to reservoir. (I) do not know exact date but she stated that it had been occurring for the last few days."

Manufacturer narrative:
The user-reported roller clamp issue was confirmed. Zyno medical initiated a supplier corrective action request (B)(4) for the contract supplier on (B)(6) 2017. The evaluation of the 8 affected administration set was received by zyno medical on (B)(6) 2017. The supplier performed the DHR review on the same lot and conducted the fishbone analysis, and the root cause was identified as the improper assembling process that led to the impact made on the roller. Corrective and preventive actions were made to improve the assembling process. The complaint was closed on (B)(6) 2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-20117-00266).